Event description:
Stapler was used to staple the rectum during surgery. When the stapler fired it tore the rectum. The surgeon had to sew the rectum and the case was extended by three hours. A second stapler worked correctly.